Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black and it came out. Hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The device was being used in a percutaneous coronary interventional procedure. The vcd was used with a brite tip sheath. The device is not being returned due to infection disease being unknown. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium or plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black and it came out. Hemostasis was achieved by manual pressure and the procedure was completed. There was no reported patient injury. The device was being used in a percutaneous coronary interventional procedure. The vcd was used with a brite tip sheath. The device is not being returned due to infection disease being unknown. The procedure used a retrograde approach. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium or plaque. There was no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18417265 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.